Event description:
During a procedure involving an acumed ulnar shortening saw blade, the sales representative stated the saw blade is cutting in such a way that the blade is burning the bone. Quality assurance became aware of this event on (B)(6) 2010. We are currently making attempts to collect additional details regarding this event. Upon receipt of this information a subsequent medwatch report will be filed.